Event description:
A malfunction was reported on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which the customer acknowledged and understood.